Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker, cracked display window corner, scratched screen, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump kept alarming while changing the infusion set. The customer experienced high blood glucose of 300mg/dl, and it was corrected with a bolus. The caller also mentioned that insulin squirted out during the manual prime process. Troubleshooting was performed, and the customer was unsure if the drive support cap was protrude, loose, flush or sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.